Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the low blood glucose (bg) and the high bg continuous glucose monitor (cgm) alerts were not being declared. Customer's specific bg value was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.